Event description:
It was reported during routine generator change that the right ventricular lead displayed oversensing. The cause was unclear, but the lead was reprogrammed and will continue to be monitored. There were no patient consequences.